Manufacturer narrative:
Because the light source was turned on before the camera head was plugged into the tc200us ccu, when the camera was plugged in, the software overrode the light source standby mode and the light source went back to the previous setting of 100% light intensity. Although there was no patient impact, in this scenario had the light cable been in contact with the patient's body, a patient injury could have occurred. The issue of the light source standby mode being overridden when a camera is attached to the ccu was addressed with new software version 2.8.1. The software for this unit has been upgraded to version 2.8.1.

Event description:
Allegedly, during set up for a hysteroscopy procedure, the light source, with a light cable connected, was in stand-by mode and the light cable was not connected to a scope. When the camera head was connected to the ts200us camera control unit (ccu) , the light source automatically went to previous setting of 100% light intensity and, because the light cable was not connected to a scope and it was in contact with the patient's drape, the drape was burned. There was no impact on patient.